Manufacturer narrative:
Product complaint # (B)(4). Additional narrative: this report is for an unknown nails: femoral/unknown lot. Part and lot numbers are unknown; UDI number is unknown. Complainant part is not expected to be returned for manufacturer review/investigation. (B)(4). Without a lot number the device history records review could not be completed. Product was not returned. Based on the information available, it has been determined that no corrective and/or preventative action is proposed. This complaint will be accounted for and monitored via post market surveillance activities. If additional information is made available, the investigation will be updated as applicable. Device was used for treatment, not diagnosis. If information is obtained that was not available for the initial medwatch, a follow-up medwatch will be filed as appropriate.

Event description:
Device report from synthes reports an event in the (B)(6) as follows: it was reported on an unknown date, the patient will undergo removal of the synthes hip nail and converting to a total hip arthroplasty on (B)(6) 2022. The diagnosis is "left hip failed imn" no other information is currently available. The patient outcome was unknown. This complaint involves one (1) device unk - nails: femoral. This is report 1 of 1 for complaint (B)(4).